Manufacturer narrative:
Investigation efforts are currently in progress.

Event description:
During use on a pt, a nurse at hospital found the tube could not join with the connector deeply. No pt harm. The information provided does not confirm if the tube was replaced. Covidien has made attempts to gather additional information related to this report.